Event description:
It was reported that unstable capture threshold was noted. The trend showed increasing high voltage lead impedance. Programming changes were made to exclude the svc. Device remains implanted. Patient condition was good after the event.